Event description:
Event description cpi received information that this ventak mini implantable cardioverter defibrillator (ICD)/endotak transvenous defibrillation lead system was oversensing bradycardic events and had delivered an inappropriate shock to the patient. An invasive procedure was performed to evaluate the system. The ICD and lead were found to be operating appropriately; however, when the patient was bradycardic, the ICD would sense low-level noise in the myocardium. The physician determined that the patient needed dual-chamber pacing to correct the bradycardia, and implanted a dddr pacemaker and pacing lead. No further oversensing was noted.